Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water valve function (a)inspection of the water feeding 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had an air/water leak from the instrument and suction channels. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed due to corrosion on the endoscope connector and the nozzle was clogged with foreign material. The report is being submitted due to the e315 error message and foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light guide lens was cracked, the control unit was damaged, the universal cord was wrinkled and sticky, switch #4 was worn, the scope connector and control unit were dirty due to water leakage, the bending section cover adhesive was chipped, cracked and had a white clouded area, the play of the up/down knob and the bending of the angle in the up direction were out of standard value due to wear of the angle wire, water tightness was lost due to deformation of the up/down knob and scope cover, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.